Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette failed to prime three times during setup of a cataract surgery. Moreover, during setup the system was moved and it shut down. The reporter considered that it was not a loose connection as it turned off during set up stage and they did not move it at that point. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
The customer did not request servicing for the reported event. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 19, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).